Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the entire circumference, the black o-ring is missing and 1/2-1 inch piece missing from the reservoir. The reservoirs are broken off caps at top and same where battery goes is cracked. Customer advised to discontinue use of pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked belt clip slot at battery tube threads area, broken battery cap, broken battery tube threads, cracked case at display window corner, minor scratched lcd window and missing end cap sticker. Unable to perform displacement test due to broken reservoir tube lip.